Event description:
It was reported to philips that flexvision pc failure caused inability to start a study on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision pc and hard drive spare parts and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).